Event description:
It was reported that a customer was performing a digital run with contrast. Reportedly, the radiologist was able to see the run live but was not able to record images. The pt was sent to the trauma center where they later expired. The radiologist stated that there was no link between the inability to record and the death of the pt.